Event description:
Additional information received indicated the procedure was successfully completed with the use of a competitor 8mm balloon. It was noted the balloon was used to treat an area not at the actually arteriovenous fistula (avf) anastomotic site.

Manufacturer narrative:
During procedure on (B)(6) 2022, the 8x80mm balloon was being used to treat a lesion in the proximal section of the bcf. Calcification is recorded as moderate. Upon inflation of the balloon inside the patient, the balloon burst at 21 atm on the first inflation attempt. No segments of the balloon were left inside patient, and patient was later discharged home without further complications or medical intervention.

Event description:
Balloon burst at 21 atm. First inflation.

Manufacturer narrative:
Correction: b5 updated. H3: hardware analysis confirmed the reported issue. The balloon had burst longitudinally. The burst traveled the length of the balloon and terminated at the proximal balloon cone and distal sleeve respectively. H6: code a041001 (1504) no longer applies to the event.

Event description:
During procedure on (B)(6) 2022, the 8x80mm balloon was being used to treat a lesion in the proximal section of the brachiocephalic fistula (bcf). Calcification is recorded as moderate. Upon inflation of the balloon inside the patient, the balloon burst at 21 atm on the first inflation attempt. No segments of the balloon were left inside patient, and patient was later discharged home without further complications or medical intervention. Additional information received indicated the balloon was prepped per indications for use. The reported issue occurred in a venoplasty procedure. The target vessel had moderation calcification (approximately 25%). There was no impact to patient outcome.